Event description:
It was reported that the pump touch screen was missing pixels. Customer began using the mobile app to interact with the pump and resumed insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.